Event description:
This spontaneous report was received on (B)(6) 2012 from an approximately (B)(6) female consumer reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, frequency, lot number and expiration date unspecified). After an unspecified duration, she noticed that parts of the wool released. She further stated that the absorbency of the tampon decreased. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from an approximately (B)(6) female consumer reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, frequency, lot number and expiration date unspecified). After an unspecified duration, she noticed that parts of the wool released. She further stated that the absorbency of the tampon decreased. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Follow-up information received on (B)(4) 2012 confirmed that the device involved was identified as same/similar to a us marketed device. Based on additional information received on (B)(4) 2012, the consumer noticed that the parts of wool released and tore off the tampon. Based on quality investigation results, stability controlled was done on four tampons received from the consumer and all the results were in specification, no deviations found. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered as same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on 03-oct-2012 for a device product that is considered as same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.